Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon an interrogation attempt, the implantable cardioverter defibrillator was unable to be interrogated. The clinic suspected premature battery depletion. The device was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.